Event description:
Facility reports that while transferring a resident using a likorall overhead lift, that the safety clip came off the sling bar. The sling strap come off the sling bar and the resident fell 10" back onto the bed. No injuries were reported.

Manufacturer narrative:
On 12/10/2007, liko north america was notified by phone of an incident that had occurred at the facility. Numerous attempts (by phone and email) were made by the local distributor and liko north america personnel to determine what prod was involved in the reported incident. On 12/21/2007, it was confirmed by the rep at the facility, that a resident had fallen while being transferred using a likorall overhead sys. Rep reports that following the incident, the likorall overhead sys had been removed from service by the maintenance dept but once replacement safety clips for the sling bar were received, that the lift was returned to service at the facility. To date, the facility has not allowed the distributor access to view and inspect the equipment involved in the reported incident.